Event description:
Consumer representative reported that consumer used cold compress on her leg and experienced a frost bite burn with subsequent scar. Consumer received medical intervention and was treated with topical ointment and other prescription medications and her surgeon looks at it on regularly scheduled visits.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.